Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported patient who ingested a pillcam capsule and within hours reported to having contracted an allergic reaction extending from the torso out to the arms. The allergic reaction has been resolved.